Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead there was poor sensing when the pacing was good and good sensing when there was poor pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.